Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: identification testing confirmed to s. Haemoliticus on gp card on both strains. Vitek® 2 breakpoints in version 7.01 for staphylococcus spp - vancomycin s less than or equal to 2 - r > 2. The reference method used for the development of vancomycin (va04n) is the broth microdilution (bmd). Reference results obtained are va mic = 2 mg/l s with both strains tested. Note: the value obtained on vancomycin is on the breakpoint so we can have s or r within 1 doubling dilution. Results obtained for strain s1: two ast- p631 cards: 1 from lot 7310346103 and 1 from lot 731398312 with lot 7310346103: va mic (1 mg/ l s) is in essential agreement with the reference mic (bmd, 2 mg/l s) without category error. Lot 731398312: va mic = 4 r is in essential agreement with the reference result but lead to a major error of category. Results obtained for strain s2: two ast-p631 cards: 1 from lot 7310276103 and 1 from lot 7310263103 on both lots, va mic = 1 mg/ l s. These results are in essential agreement with the reference results without category error. A review of graphs showed poor growth of this organism in the card for all card runs. Alternative method: -etest va strip: mic = 2 mg/l s for both strains tested. No trends were identified during the review of internal quality records. Ast-p631 cards performed as intended and no further action is required. Atypical strain.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false susceptible vancomycin result (mic = 1) for a staphylococcus haemolyticus eeq strain when testing with the vitek® 2 ast-p631 test kit (ref 414961). The expected result for this strain is resistant. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient associated with this survey isolate. A biomérieux internal investigation has been initiated.